Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced a low blood glucose (bg) level of 65 mg/dl. Cause was not known. Customer consumed carbohydrates to address bg then went to the emergency room where they were treated intravenously with fluids of saline. Additionally, it was reported that the insulin gauge was inaccurate and static. The customer continued to use the existing cartridge. Multiple contact attempts were made by tandem technical support to obtain additional information regarding the event; however, no response was received from the customer.